Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set was found to leak during infusion. The nurse was testing the catheter extension set with a new 60'' extension set. The nurse flushed the line with saline. When clamped, the fluid was found to back up the luer lock and leak out of the connection. It is unknown if a patient was involved but no patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available. This is report 3 of 3 for this event.